Event description:
Customer reported that the touchscreen on the pump was cracked and shattered, rendering it unresponsive and illegible. Blood glucose level was not adversely impacted, reportedly not exceeding 500 mg/dl. Customer reverted to an alternate method of insulin therapy.